Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("small piece of essure device removed from the omentum."), uterine perforation ("perforation uterus)/malposition of essure device, migration of essure device-uterus serosal surface near the ovary/malposition of essure"), fallopian tube perforation ("perforation uterus)/malposition of essure device, migration of essure device-uterus serosal surface near the ovary/malposition of essure"), device expulsion ("migration of essure device location of device: uterus/ migration of essure device location of device: uterus near left ovary/difficult to identify the essure device, but I feel that it was in the left adnexa"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("progressive dysmenorrhea/dysmenorrhea cramping)"), abortion spontaneous ("two miscarriages/pregnancy (stillbirth or miscarriage),"), pregnancy with contraceptive device ("two miscarriages/pregnancy (stillbirth or miscarriage),"), teratoma ("tumor / teratoma / cancer type: uterus,"), uterine cancer ("tumor / teratoma / cancer type: uterus,"), uterine neoplasm ("tumor / teratoma / cancer type: uterus,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), allergy to metals ("nickel allergy") and fatigue ("fatigue") in a 30-year-old female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, live birth (three live birth on ((B)(6) 2005, (B)(6) 2011 and (B)(6) 2012)), vaginal delivery, back ache (chronic back pain,degenerative problems per patient,used to take meurotin),), type 1 diabetes mellitus, tobacco user (disorder(have encouraged to quit). Current every day), appendectomy, tonsillectomy & adenoidectomy, latex allergy (gloves (rash),), sulfonamide allergy (hives,throat swelling).), acute bronchitis, carpal tunnel syndrome, generalized anxiety disorder, hypertriglyceridemia, asthma and type 2 diabetes mellitus. Previously administered products included for type 2 dm: metformin from 2017 to (B)(6) 2019; for an unreported indication: depo provera. Concurrent conditions included delayed period since (B)(6) 2017, neck pain since (B)(6) 2017, cigarette smoker since (B)(6) 2017, degeneration of thoracic or lumbar intervertebral disc, depression (with anxiety and major depressive) since (B)(6) 2017, type ii hyperlipidemia, neuropathy (peripheral) since (B)(6) 2014, numbness (numbness of both lower extremities() since (B)(6) 2017, hypoaesthesia since (B)(6) 2017, polyneuropathy since (B)(6) 2017, ovarian cyst since (B)(6) 2014, overweight (bmi 25.0-29.9) since (B)(6) 2017, schizophrenia (paranoid type schizophrenia), post-traumatic stress disorder, arthralgia since (B)(6) 2017, insulin allergy (vomiting)), allergic reaction to analgesics (nausea/swelling) and allergic reaction to analgesics (nausea/swelling). Family history included type 2 diabetes mellitus (grandfather maternal/mother),), lung cancer (grandfather, maternal)), myocardial infarction (acute-), coronary artery disease ((grandfather/paternal),), hypercholesterolemia, hypertension, hypothyroidism and osteoarthritis. Concomitant products included trazodone for depression and anxiety as well as gabapentin since 2017, medroxyprogesterone acetate (depo provera) from january 2013 to march 2013 and metformin. In 2012, the patient experienced rash ("rashes or skin conditions type: rashes"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain."). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), 3 years 6 months after insertion of essure. In (B)(6) 2016, the patient experienced vaginal infection (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant) and cystitis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), vaginal discharge ("discharge") and premature menopause ("hormonal changes describe: early menopause") and was found to have teratoma (seriousness criterion medically significant), uterine cancer (seriousness criterion medically significant), uterine neoplasm (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy with bilateral salpingectomy on (B)(6) 2017 oophorectomy(one side removal of ovary), laparoscopic-assisted vaginal hysterectomy with left salpingo- oophorectomy, right and novasure endometrial ablation and bilateral salpingectomy (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, device expulsion, abortion spontaneous, teratoma, uterine cancer, uterine neoplasm, allergy to metals, fatigue, nausea, weight increased, hormone level abnormal, dyspareunia, depression, anxiety, premature menopause and rash outcome was unknown, the menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection, urinary tract infection, cystitis and vaginal discharge had resolved and the dysmenorrhoea was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, anxiety, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hormone level abnormal, menorrhagia, nausea, pregnancy with contraceptive device, premature menopause, rash, teratoma, urinary tract infection, uterine cancer, uterine neoplasm, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the current case is linked to the case (B)(4) (for 2nd pregnancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on an unknown date: *gross description: a single container labeled with the patient's name norma driskell and "bilateral tubes" has in formalin in the container are two pink-tan tubular structures the first tubular structure is 6.5 cm in length and up to 0.8 cm in greatest diameter. There is a metal coil inserted into the tubular structure. This is sectioned and totally submitted in one cassette labeled "a 1 ". The second tubular portion of tissue is 7 cm in length and up to 0.8 cm in greatest diameter. There is a second metal coil in the container. The specimen is sectioned and totally submitted in one cassette labeled "a2". Final diagnosis: bilateral fallopian tubes, bilateral salpingectomy: benign fallopian tubes with one containing an essure coil. A second, separate essure coil is received in the specimen container. Current weight as of (B)(6) 2018: 180 lbs. Approximate weight at the time of essure placement 160 lbs. Concerning the injuries reported in this case, the following one was reported via medical records-device breakage, fallopian tube obstruction quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2019: pfs & mr received. Reporter's information was updated. Added event from mr small piece of essure device removed from the omentum'. Updated onset date of events. Concomitant condition, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 5-dec-2016: final report: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous case report, received via regulatory authority, refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and her bleeding started getting worse from the implant date onward. She had procedure for menorrhagia and dysfunctional uterine bleeding two years after placement.. This event is anticipated in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menstrual pattern changes may occur. Considering the close temporal relation and the events nature, causal relationship with essure use cannot be excluded. The bleeding led her to have a hysteroscopy and hydrothermal endometrial ablation performed as treatment method (required intervention). Hence, this case is regarded as incident. Other non-serious event was reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Despite follow-up attempts, no further information could be obtained.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5064038) on 25-aug-2016. The most recent information was received on (B)(4) 2017 via a lawyer. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("shooting pain, continued pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding / bleeding /heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included dexlansoprazole (dexilant), escitalopram oxalate (lexapro), metformin, methylphenidate hydrochloride (concerta) and rosuvastatin (crestor). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) with menorrhagia, fatigue ("fatigue"), arthralgia ("arthralgia") and blood glucose increased ("high blood glucose levels"). The patient was treated with surgery (laparoscopic removal of bilateral essure devices with bilateral salpingectomy) and surgery (hysteroscopy and hydrothermal endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, fatigue, arthralgia and blood glucose increased outcome was unknown. The reporter considered arthralgia, blood glucose increased, dysfunctional uterine bleeding, fatigue and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: both coils in situ, full occlusion both tubes quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received: indication was added. Previously reported events were amended with shooting pain and heavy periods. New events were reported: fatigue, arthralgia, high blood glucose levels. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and the report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5064038) in united states on 25-aug-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Consumer stated that essure was implanted, bleeding started getting worse from the implant date onward. She was experiencing large clots. In 2011 she had procedure for menorrhagia and dysfunctional uterine bleeding. They performed hysteroscopy and hydrothermal endometrial ablation. She has continued pain and heavy bleeding. Concomitant medications included: lexapro (escitalopram oxalate), concerta (methylphenidate hydrochloride), dexilant (dexlansoprazole), metformin (metformin), and crestor (rosuvastatin). Event outcome was reported as other serious (important medical event). Follow-up from 09-sep-2016: no new information provided. Company causality comment: this spontaneous case report, received via regulatory authority, refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and her bleeding started getting worse from the implant date onward. She had procedure for menorrhagia and dysfunctional uterine bleeding two years after placement. This event is listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menstrual pattern changes may occur. Considering the close temporal relation and the events nature, causal relationship with essure use cannot be excluded. The bleeding led her to have a hysteroscopy and hydrothermal endometrial ablation performed as treatment method (required intervention). Hence, this case is regarded as incident. Other non-serious event was reported. Further information and technical analysis have been requested.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5064038) on 25-aug-2016. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("shooting pain, continued pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding / bleeding /heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastroesophageal reflux disease, sleep apnea, irritable bowel syndrome, hyperlipidemia, breast cyst drainage, hypercholesterolemia, dysmenorrhea, cervicitis and meniscus tear. Concurrent conditions included type 2 diabetes mellitus. Concomitant products included alprazolam, amfetamine sulfate (amphetamine salts), cyclobenzaprine, dexamfetamine (dextroamphetamine), dexlansoprazole (dexilant), dexmethylphenidate, dexmethylphenidate hydrochloride (focalin), escitalopram, escitalopram oxalate (lexapro), eszopiclone (lunesta), hydroxyzine hydrochloride, lamotrigine, lamotrigine (lamictal), lisdexamfetamine mesilate (vyvanse), meloxicam, metformin, methylphenidate, methylphenidate hydrochloride, methylphenidate hydrochloride (concerta), methylphenidate hydrochloride (methylin), methylphenidate hydrochloride (ritalin), naproxen, normensal (necon), oxycodone/apap (oxycodone w/paracetamol), prednisone, rosuvastatin (crestor), sertraline, sertraline (zoloft) and trazodone. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced anxiety ("anxiety") and mood swings ("mood swings"). In 2010, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) with menorrhagia, vaginal haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("arthralgia/ pain joint"), blood glucose increased ("high blood glucose levels"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), hyperhidrosis ("excessive sweating"), pain in extremity ("pain leg"), back pain ("pain back") and perineal pain ("pain perineal"). The patient was treated with surgery (laparoscopic removal of bilateral essure devices with bilateral salpingectomy), surgery (hysteroscopy and hydrothermal endometrial ablation) and surgery (ablation on (B)(6) 2011). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, anxiety, dysmenorrhoea, vaginal discharge, hyperhidrosis, abdominal distension, pain in extremity, back pain and perineal pain had resolved, the dysfunctional uterine bleeding, vaginal haemorrhage and blood glucose increased outcome was unknown and the fatigue, depression and mood swings was resolving. The reporter considered abdominal distension, anxiety, arthralgia, back pain, blood glucose increased, depression, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, hyperhidrosis, mood swings, pain in extremity, pelvic pain, perineal pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: three coils were also traveling into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events pain joint, abnormal bleeding (menorrhagia) were clubbed with previously reported events. Events vaginal haemorrhage, depression, anxiety, mood swings, dysmenorrhoea, vaginal discharge, hyperhidrosis, abdominal distension, pain in extremity, back pain, perineal pain were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 25-aug-2016. The most recent information was received on 05-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("shooting pain, continued pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding / bleeding /heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure (batch no. 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroesophageal reflux disease, sleep apnea, irritable bowel syndrome, hyperlipidemia, breast cyst drainage, hypercholesterolemia, dysmenorrhea, cervicitis and meniscus tear. Concurrent conditions included type 2 diabetes mellitus and migraine. Concomitant products included alprazolam, amfetamine sulfate (amphetamine salts), cyclobenzaprine, dexamfetamine (dextroamphetamine), dexlansoprazole (dexilant), dexmethylphenidate, dexmethylphenidate hydrochloride (focalin), escitalopram, escitalopram oxalate (lexapro), eszopiclone (lunesta), hydroxyzine hydrochloride, lamotrigine, lamotrigine (lamictal), lisdexamfetamine mesilate (vyvanse), meloxicam, metformin, methylphenidate, methylphenidate hydrochloride, methylphenidate hydrochloride (concerta), methylphenidate hydrochloride (methylin), methylphenidate hydrochloride (ritalin), naproxen, norethisterone (micronor), normensal (necon), oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), prednisone, rosuvastatin calcium (crestor), sertraline, sertraline hydrochloride (zoloft) and trazodone. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced anxiety ("anxiety") and mood swings ("mood swings"). In 2010, the patient experienced fatigue ("fatigue / exhaustion"). In 2013, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) with menorrhagia, vaginal haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("arthralgia/ pain joint"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), hyperhidrosis ("excessive sweating"), pain in extremity ("pain leg"), back pain ("pain back"), perineal pain ("pain perineal"), pain ("lots pain"), swelling ("swelling"), feeling abnormal ("mine pain / not feel good / feeling crap") and stress ("stress on top of my pain") and was found to have blood glucose increased ("high blood glucose levels"). The patient was treated with surgery (ablation on (B)(6) 2011, hysteroscopy and hydrothermal endometrial ablation and laparoscopic removal of bilateral essure devices with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, anxiety, dysmenorrhoea, vaginal discharge, hyperhidrosis, abdominal distension, pain in extremity, back pain and perineal pain had resolved, the dysfunctional uterine bleeding, vaginal haemorrhage, blood glucose increased, pain, swelling, feeling abnormal and stress outcome was unknown and the fatigue, depression and mood swings was resolving. The reporter considered abdominal distension, anxiety, arthralgia, back pain, blood glucose increased, depression, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, feeling abnormal, hyperhidrosis, mood swings, pain, pain in extremity, pelvic pain, perineal pain, stress, swelling, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: three coils were also traveling into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-dec-2018: medical records received. Reporter's information, lot number, concomitant disease and concomitant drug was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw (B)(4)) on 25-aug-2016. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("shooting pain, continued pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding / bleeding /heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastroesophageal reflux disease, sleep apnea, irritable bowel syndrome, hyperlipidemia, breast cyst drainage, hypercholesterolemia, dysmenorrhea, cervicitis and meniscus tear. Concurrent conditions included type 2 diabetes mellitus. Concomitant products included alprazolam, amfetamine sulfate (amphetamine salts), cyclobenzaprine, dexamfetamine (dextroamphetamine), dexlansoprazole (dexilant), dexmethylphenidate, dexmethylphenidate hydrochloride (focalin), escitalopram, escitalopram oxalate (lexapro), eszopiclone (lunesta), hydroxyzine hydrochloride, lamotrigine, lamotrigine (lamictal), lisdexamfetamine mesilate (vyvanse), meloxicam, metformin, methylphenidate, methylphenidate hydrochloride, methylphenidate hydrochloride (concerta), methylphenidate hydrochloride (methylin), methylphenidate hydrochloride (ritalin), naproxen, normensal (necon), oxycocet (acetaminophen w/oxycodone), prednisone, rosuvastatin (crestor), sertraline, sertraline (zoloft) and trazodone. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced anxiety ("anxiety") and mood swings ("mood swings"). In 2010, the patient experienced fatigue ("fatigue / exhaustion"). In 2013, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) with menorrhagia, vaginal haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("arthralgia/ pain joint"), blood glucose increased ("high blood glucose levels"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), hyperhidrosis ("excessive sweating"), pain in extremity ("pain leg"), back pain ("pain back"), perineal pain ("pain perineal"), pain ("lots pain"), swelling ("swelling"), feeling abnormal ("mine pain / not feel good / feeling crap") and stress ("stress on top of my pain"). The patient was treated with surgery (laparoscopic removal of bilateral essure devices with bilateral salpingectomy), surgery (hysteroscopy and hydrothermal endometrial ablation) and surgery (ablation on (B)(6) 2011). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, anxiety, dysmenorrhoea, vaginal discharge, hyperhidrosis, abdominal distension, pain in extremity, back pain and perineal pain had resolved, the dysfunctional uterine bleeding, vaginal haemorrhage, blood glucose increased, pain, swelling, feeling abnormal and stress outcome was unknown and the fatigue, depression and mood swings was resolving. The reporter considered abdominal distension, anxiety, arthralgia, back pain, blood glucose increased, depression, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, feeling abnormal, hyperhidrosis, mood swings, pain, pain in extremity, pelvic pain, perineal pain, stress, swelling, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: three coils were also traveling into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media post received .events lots pain, swelling, mine pain / not feel good / feeling crap, stress on top of my pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation received on 21-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report, received via regulatory authority, refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and her bleeding started getting worse from the implant date onward. She had procedure for menorrhagia and dysfunctional uterine bleeding two years after placement.. This event is listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menstrual pattern changes may occur. Considering the close temporal relation and the events nature, causal relationship with essure use cannot be excluded. The bleeding led her to have a hysteroscopy and hydrothermal endometrial ablation performed as treatment method (required intervention). Hence, this case is regarded as incident. Other non-serious event was reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.